Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, serial number (B)(6), was returned to acist on 27 january 2020. The injector system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The acist consumable kits used during the event were discarded by the user facility and the lot numbers are unknown; therefore, acist is unable to investigates these items. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is considered closed.

Manufacturer narrative:
Acist has requested that the acist angiographic injection system, model cvi, serial number (B)(4), be sent to acist or investigation. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
After injecting into the left ventricle during a left ventricle catheterization procedure, the physician rinsed the high pressure tubing with saline to perform pressure measurements in the left ventricle and noted bubbles in the high pressure tubing. The patient experienced a transient ischemic attack (tia) during the procedure. A computed tomography (CT) scan was performed and the results confirmed no air was present in the patient's brain. The user facility notes they did not confirm air was injected into the patient during the catheterization procedure.